Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 74 to 125 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Blood test performed on (B)(6) 2015 at 6:39pm with test results of 150 mg/dl. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 131 mg/dl and 131 mg/dl. Verified storage of product is within instructed specification since they are retained in the bedroom. Test strip lot manufacturer's expiration date is 07/20/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 74 to 125 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Blood test performed on (B)(6) 2015 at 6:39pm with test results of 150 mg/dl. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 131 mg/dl and 131 mg/dl. Verified storage of product is within instructed specification since they are retained in the bedroom. Test strip lot manufacturer's expiration date is 07/20/2018 and open vial date is (B)(6) 2015. (B)(6). Adverse event not reported.